Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an graphic trend on interrogation. Although there were no overt concerns for pump dysfunction the patient atrial valve was widely opened 1:1 when it was previously closed. Log file captured routine events.

Event description:
It was reported that the patient had an interesting graphic trend on interrogation. Although there were no overt concerns for pump dysfunction, the patient's aortic valve was widely opened 1:1 despite previously being closed. The patient was seen for an orthopedic infection. A review of the log file revealed some speed adjustments. Otherwise, the log file captured routine events, and there were no adverse alarm conditions.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported regurgitation and infection could not be determined through this evaluation. The controller event log file captured intermittent pi events on 22oct2022, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The remaining log files captured the pump operating as intended, and no atypical events were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18oct2017. No further information was provided. The manufacturer is closing the file on this event.